Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2013-05956, 05957. It was reported the pt had a stroke but the date is unk. Since the stroke, the pt no longer needed stimulation due to losing sensation and pain. In turn, the pt has not maintained the ipg as recommended. As a result, the pt plans to undergo surgical intervention.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.